Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right ventricular lead exhibited episodes of lead noise. The physician elected to turn off defibrillation and pacing therapies for the patient as the patient's heart function had returned to normal.